Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary devices were not connecting and on critical override. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis devices did not connect and were on critical override. A technical support specialist confirmed that this issue might come from the network issue at the station. The system functioned as intended after the technical support specialist troubleshot the device.